Event description:
It was reported that the pump touchscreen was unresponsive. The customer's blood glucose (bg) level was 562 mg/dl. The customer addressed bg with a correction bolus from the pump. The customer reverted to an alternate method of insulin therapy.